Event description:
Synthes became aware of an orbital plate that was removed from a patient. The implant was too low and in the improper position. Surgeon removed the hardware and revised the patient to a foil implant. Surgeon noted the patient was referred and experienced persistent diplopia.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture, as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be draw, as no product was returned and no part/lot number was provided. Additional information has been requested.